Manufacturer narrative:
Combination product: yes. The device was received for analysis. Explant date is currently unknown. Upon receipt, the leads under complaint were returned for analysis. Plexa promri sd 65/18 ¿ sn (B)(6). The medial fragment (48.5 cm length) was returned for analysis. An extraction aid was found on the fragment. The proximal and distal fragments were not returned. Several cuts into the insulation were found. These cuts most likely resulted from the extraction procedure. The insulation was found rubbed through in the distal region of the medial fragment, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the svc shock coil was found stretched. The deformation probably occurred during the extraction procedure due to tensile stress. Protego promri sd 65/18 ¿ sn (B)(6). The medial fragment (36 cm length) was returned for analysis. An extraction aid was found on the fragment. The proximal and distal fragments were not returned. Several cuts into the insulation were found. The inner conductor coil and svc shock coil were found stretched. These damages probably occurred during the extraction procedure. Further analysis of the returned medial lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing was noted via home monitoring. The inappropriate atp was activated due to lead noise. All device and leads will be replaced in another facility in the future.